Event description:
Report received from (B)(6), stating that the device was "making noise." It was unknown to the reporter whether or not the device was used in surgery or if there were any injuries or medical intervention reported. No additional contact was provided for further investigation. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicated this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).